Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that before PICC catheter puncture, when the catheter hand checked the integrity of the product, it was found that 1 case of mst front end tear sheath was damaged, resulting in additional consumption of consumables. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed and was determined to be manufacturing related. The product returned for evaluation was a 4.5fr microintroducer. Also received were the following components, a groshong nxt clearvue 4fr single lumen catheter, a stiffening stylet, a scalpel, an end cap, a statlock device, a nitinol guidewire in the plastic hoop, a suture wing, a 21ga introducer needle, and a 4.5fr microintroducer. No obvious evidence of use residue was observed on the components. Inspection of the distal end of the sheath revealed a small longitudinally aligned split. Microscopic inspection of the split revealed fiber-like strands spanning the entire length of the split. The features of the split suggested the damage was likely related to the manufacture of the device. This complaint will be forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that before PICC catheter puncture, when the catheter hand checked the integrity of the product, it was found that 1 case of mst front end tear sheath was damaged, resulting in additional consumption of consumables. No other information was provided.